Event description:
It was reported that this device was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The device was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).